Manufacturer narrative:
This report is submitted on november 8, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011. - attachment: [96306 device analysis report.pdf]

Event description:
Per the clinic, the device was explanted on (B)(6) 2017, due to a migration of the electrode array. The patient was reimplanted with another cochlear device during the same surgery.